Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 1000011745 model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced mechanical issues with the pump of an inflatable penile prosthesis (ipp). After a check up with the physician, it was determined that the device was not fully inflating, and fluid loss was suspected. The patient stated not wanting to have the surgery again with the same physician, however in the sales rep initial report, it was stated that a replacement surgery was performed. Due to the contradicting information, the procedure status is not currently known. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which it was further stated that the patient did not undergo a revision surgery. The device remains implanted while not functioning appropriately. No more information available at the moment. Should additional information become available, it will be provided.